Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: review of the total daily dose (tdd) and pump basal history on (B)(6) 2015 indicates the user was running temp basal on 3 different times totaling @ 6 hours, which would account for the tdd not matching the user's programmed basal segment. The black box (bb) data on the date of complaint ((B)(6) 2015- is not available for review). The tdd basal totals were calculated to the bb data from (B)(6)2015 - (B)(6) 2015. All basal totals add up correctly to the tdd and basal program set by user. A review of recent dates (B)(6) 2015 - (B)(6) 2015 in the bb indicates the user suspended the pump's basal deliveries and was also running temp basal. The pump was exercised for 24 hours at 2.0u p/h. The pump history shows the correct amount of insulin (48u) delivered. Accuracy flow test was completed with no delivery defects found. Investigators were unable to confirm/duplicate complaint of inaccurate delivery. No eaw¿s in the alarm history indicating an interruption in delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 20.2 mmol/l with extreme drowsiness, thirst and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match active basal program total, there was no known cause for variation. The basal history matches the active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.